Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield base unit was returned for evaluation: device history record (DHR) - no record found for serial number (B)(6). The device exceeds its expected life of seven (7) years (manufactured in 1999). Failure analysis - the handle has come out of adjustment and the shock cushion is worn. The evaluation showed that shock cushion is worn from routine use. 6in transitional teeth are worn and needs to be replaced; shock cushion and 1/4in pin are worn. Adjustment wrench has worn threads. The reported complaint is confirmed from the evaluation. The handle has come out of adjustment and the shock cushion is worn. The observed condition is likely caused by wear and tear / improper handling. The definite root cause cannot be reliably determined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00378.

Event description:
This is 1 of 2 reports. A customer reported that the cam lever or locking handle of the a2001 mayfield 2000 base unit was loose and does not lock into place correctly. There was no known patient involvement or delay in surgery.